Manufacturer narrative:
As received, only a distal portion of the lead measuring 52.0 cm was returned in one piece for analysis. The damage found was sustained during the procedure. The portion of the lead that was returned was otherwise normal.

Event description:
New information notes the patient experienced muscle stimulation prior to the procedure.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced discomfort during right ventricular pacing. Right ventricular lead parameters were all normal. The right ventricular lead was explanted and replaced due to discomfort. The patient was stable.